Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) . Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
Note: this manufacturer report pertains to one of the two devices implanted during the same procedure. Refer to manufacturer report number 3005099803-2023-03414 for solyx sis system device. It was reported to boston scientific corporation that a prefyx pps system device was implanted into the patient during a cystoscopy + sling procedure performed on (B)(6) 2012 for the treatment of stress urinary incontinence. As reported by the patient's attorney, the patient experienced an unknown injury.